Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 42 mg/dl and was treated with food. Customer did not stated any symptoms related to low blood glucose. No further patient complications were reported. The customer will continue the use of device.